Manufacturer narrative:
Follow-up 07/14/2016: customer reported that their blood glucose levels returned to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to the 600s (mg/dl) for 4 days. Customer administered insulin injections and changed pump supplies to treat bg levels. Reportedly, customer performed their own troubleshooting prior to calling tandem technical support and stated that they did not find any issue with pump supplies. Customer also stated that they receive dialysis treatment and were unsure if this would impact their bg levels. Recommendation was made to contact health care provider to discuss diabetes management.